Event description:
It was reported that when the x-ray table was lowered, the technician's foot was trapped between the foot pedal and table trim cover. The concern is for serious injury due to a potential pinch point.

Manufacturer narrative:
Ge field engineer adjusted the lower limit for the table to make sure that the trim cover will not trap an operator's "ios" at this site.